Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one connector along with the pump tubing was provided to our quality team for investigation. The products were visually inspected, no damage or other defects were observed on any of the luer threading. Liquid was passed through the system, all connections were secure and no leakages were observed. A device history review was performed for reported lot 2404507, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues related to the reported event were found. Dimensional testing was completed on the samples provided, all product was verified to meet required specification. Retained samples of lot 2404507 were used for additional evaluation. No damage was observed on any of the luer threading and all product was verified to meet required specification. Based on the quality team's investigation, and given the device records did not identify any issues related to this incident, a root cause related to the manufacturing process cannot be identified at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Material #:515070; batch#:2404507. Verbatim: arrived on (B)(6) 2024 for pump disconnect visit at scheduled time. Patient states he got dressed to come in and noticed white residue on his abdomen and underwear but didn't call to notify staff. Upon arrival, patient handed the pump and tubing to rn. It became disconnected in the time between dressing himself and checking in. Rn assessed patient. Patient denies any issues other than noting the white residue this morning and separation of pump from tubing upon arrival. Skin is not irritated or inflamed. Pump balloon deflated, blue clamp and tegaderm in place. Clamps open and port flushes easily. Rn noted needless connector and bd phaseal optima connector (35-o) both have white residue at connection site. Patient discharged ambulatory. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.